Manufacturer narrative:
Visual inspection performed by r&d project manager on 12 jan 2018: the screw was analyzed. It was noticed that the entire head (the part without the helix) was completely bent by more or less 10 degrees. The fact is probably due to an incorrect preparation of the drilled hole: during the insertion of the screw it is possible that the user applied a bending force of the screw to correct the inclination instead of recreate the hole with a correct direction. This operation could have led to the bending of the screw, but from the received information it is not possible to determine with certainty the root cause of the event.

Manufacturer narrative:
Batch review performed on 13 december 2017. (B)(4).

Event description:
When the surgeon was implanting the screw, the screw bent. The surgeon used a secondary screw to complete the surgery. There was a 10 minute delay in surgery. The surgery was completed successfully.